Manufacturer narrative:
A representative went out to the site to preform a system check out. It was noted that the mobile viewing station failed to boot up. The representative checked and configured the bios to the correct function and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the mobile viewing station (mvs) would not boot up. He checked the basic input/output system (bios) settings and they were incorrect. No patient present.